Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During fixation, the lp became dislodged and traveled into the pulmonary artery. After multiple attempts to snare the lp, it was retrieved. Inspection of the lp revealed stretching of the helix. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.